Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen and buttons were hard to pushed, sticky or sometimes unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that display was hard to look and rainbow effect on the screen. Insulin pump had low battery alarm, low reservoir, no delivery or unexplained alarms. The insulin pump will not be returned for analysis.